Manufacturer narrative:
(B)(4). Batch # p58r5h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Lung cancer. Please describe malformed or irregular shape in detail. With irregular shape . What vessel was the source of the bleeding? Yes, you could refer to the video. What part of staple line was bleeding? You could refer to the video. Were there any tissue irregularities that may have led to staple malformation? No. What is the current patient status? Stable and left from hospital.

Event description:
It was reported that the staples malformed after firing. During the endoscopic lobectomy, when severing the vessel, after fired with 5 ecr45ws, found staples malformed with irregular shape. When severing the bronchus with ecr45g, found staples malformed with irregular shape. The patient lost 2000cc blood and with blood transfusion, used home-lock to stop the bleeding. The patient is stable and in the hospital now.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p58r5h. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with five ecr45w reloads (b, c, d, e, f) and an ece45g reload (g). The cartridges were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties and no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. 18 videos were received; video 1: a firing is made with a device and a green reload, after the firing clips are place on the tissue. A harmonic device is then used to cut tissue, the device is being clamped over existing staples. The staples observed on the video are complete and with proper formation. Tissue manipulation is observed throughout the rest of the video. Video 2: tissue manipulation is observed, staples are visible with the proper b-form shape at the 40 sec mark. At the 1:30 mark a device is introduce with a green cartridge, place over tissue but no firing was performed, at the 2:28 mark the device is re-introduce again no firing is performed and the device is pulled out. The device and reload observed are not and ethicon device. Video 3: outside of patience preparation observed, once the camera is inside the patient tissue manipulation and sewing are observed. Video 4: tissue manipulation and camera placement is observed, the camera is pulled out and reinserted several times. Tissue is cut with a hook shape device. Video 5: tissue manipulation and sewing is observed. Video 6: tissue manipulation and sewing is observed. Hook shape device is being use to cut tissue. The camera is pulled out and reinserted several times. Video 7: tissue manipulation and the use of a hook shape to cut tissue are observed on the video. Video 8: tissue manipulation and the use of a hook shape to cut tissue are observed on the video. Sewing is observed and at the 8:44 mark a device is introduce with a white cartridge, placed on tissue and fired. The staples deployed had the proper form shape. Video 9: tissue manipulation is observed on the video. Several staples are visible with the proper b-form shape. A closed device with a white cartridge is showed at the 2:35 mark, the device is opened and placed on tissue, a firing is performed and the staples are noted to have the proper shape. A clip is placed as some bleeding is observed. The hook shape device is once again introduced and tissue cutting is performed. Video 10: tissue manipulation and the use of a hook shape to cut tissue are observed on the video. At the 6:47 mark a device is showed with a withe cartridge the device is placed on tissue and fired proper staple formation is obtained. Suction and irrigation are observed trough out the video. Video 11: tissue manipulation is observed and several staples are visible, the staples have proper formation. Gauze is placed and suction and irrigation are observed. Video 12: tissue manipulation and the use of a hook shape to cut tissue are observed, suction and irrigation are performed. At the 7:52 mark a clip is placed on tissue. At the 10:15 mark, another clip is placed on tissue and the tissue is cut with an harmonic device. Video 13: tissue manipulation is observed along with several staples, the staples are noted to have proper formation. Suction and irrigation are observed. Video 14: tissue manipulation is observed along with several staples, the staples are noted to have proper formation. Clips are placed on tissue. Suction and irrigation are observed. Video 15: video could not be played. Video 16: tissue manipulation, hook shape device used and suction and irrigation are observed. Several staples are visible and are noted to have proper formation. At the 5:49 mark a device is introduce with a white reload, at the 8:12 mark the device is placed on tissue and fired, several staples are visible with proper formation. Video 17: tissue manipulation is observed where the two clips form video 12 are placed, hook device is used to cut tissue. Video 18: tissue manipulation is observed, several staples are visible with proper form, suction takes place throughout the video. At the 5:06 mark a device with a green cartridge is placed over tissue, at the 8:09 mark the device is removed, at the 11:34 mark the device is placed over tissue and the video ends. Based on the videos, the event describe cannot be confirmed. Please refer to device analysis for full analysis details.